Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed on a (B)(6) female patient. During placement, the sheath body became separated from the hub. A snare was used to remove the piece of the sheath body from the patient. They were able to complete the procedure successfully. There was no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the sheath body separated from the hub was confirmed. One used psi sheath was returned. The sheath body was separated from the hub. Microscopic examination found a 1 mm deep indentation in the distal end of the hub with a diameter of .108 inches. The opening through the hub measured .090 inches. The catheter body was tapered at one end. The opposite end of the catheter body had a smooth even appearance. The sheath drawing specifies the catheter body length at 2 +/- 1/8 inches. The catheter body length measured 2 1/8 inches. The extrusion drawing specifies the inside diameter (ID) at .089/.092 inches and the outside diameter (od) at .109/.112 inches. The ID was measured at .091" and the od at .110". The ID of the tapered tip measured .084" which meets the .083/.085 requirement of the extrusion drawing. The inside diameter measurements were made using pin gages; the outside diameter measurements were made with a micrometer. A device history record review was performed and did not reveal any manufacturing related issues. A risk evaluation was performed for this issue. Based on the smooth straight end of the separated body and visual examination inside the hub, it appears that the body was not properly bonded into the hub. The probable cause of this issue is manufacturing related.